Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER), with elevated blood glucose (bg) levels of 437mg/dl, and severe amounts of ketones. Customer was treated with saline, and insulin injections. Customer was released approximately 11 hours later, when bg levels were back to target.